Event description:
It was reported that the customer received a battery out limit alarm on the insulin pump during normal use. The customer's blood glucose was 7.4 mmol/l. The alarm could not be cleared and the battery cap appeared fine. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected battery out limit alarms were noted. The insulin pump was received with intermittent buttons, due to corroded keypad traces. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, as well as minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.